Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the physician attempted to insert a sphincterotome into an olympus endoscope and an object dislodged from the instrument channel and fell inside of the pt. The object was immediately removed and identified as a non-olympus stent introducer. The procedure was completed with the same device and there was no pt injury.

Manufacturer narrative:
The olympus endoscope and non-olympus stent introducer were not returned to olympus for investigation. The source of the stent introducer cannot be conclusively determined. If significant additional info becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.